Event description:
On (B)(6) 2010, a spontaneous report by a physician was rec'd from a company rep regarding a (B)(6) female who rec'd an injection of perlane-l (cross-linked hyaluronic acid dermal filler with 0.3% lidocaine). Add'l info was rec'd on (B)(6) 2010 from the injecting physician. Based on the info rec'd, the case was upgraded to serious unexpected. Medical history included an allergy to morphine, psoriatic arthritis, previous injection of restylane (cross-linked hyaluronic acid dermal filler) on (B)(6) 2007 and (B)(6) 2008 with no problems; radiessse (synthetic calcium hydroxylapatite dermal filler) reported as "radius") facelift on (B)(6) 2008 and an injection of perlane (cross-linked hyaluronic acid dermal filler) on (B)(6) 2009 with no problems. (B)(6) the pt rec'd a 2 cc injection of perlane-l from two 1 cc syringe on (B)(6) 2010 to the marionette lines, chin and oral commissures. Pre-procedure medications included an unspecified local anesthetic. No add'l procedures were performed at the time of implantation. On (B)(6) 2010, after the implantation, the pt started getting redness in the areas of injection (as reported by the company rep). The injecting physician indicated that the pt reported when she got up at 4:00 am in the morning on (B)(6) 2010 to catch a flight, she noticed redness and swelling in the injection areas. When the pt arrived at her destination, she went to the emergency room (ER). The pt was prescribed a medrol dosepak (methylprednisolone). On an unspecified date in (B)(6) 2010, the pt was seen by her rheumatologist. The rheumatologist withheld the pt's methotrexate and told the pt to be seen by the injecting physician again. On (B)(6) 2010, the injecting physician evaluated the pt and there were diffuse patches of erythema, no cellulitis, the area was firm and there was severe swelling. The injecting physician diagnosed aggressive delayed localized inflammation. The pt had been self-treating with ice packs prior to seeing the injecting physician and he told her to discontinue this. The injecting physician prescribed duricef (cefadroxil) twice daily. On (B)(6) 2010, the injecting physician reported that the medrol dosepak and duricef helped some of the pt's symptoms of "massive swelling in the chin area, 14 days post injection and erythema in the surrounding areas," but did not completely relieve them. On an unspecified date in (B)(6) 2010, (reported as "in the last couple of days" on (B)(6) 2010), seven of the injection sites on the pt's face turned into abscesses. On (B)(6) 2010, the seven abscesses had to be surgically opened. The injecting physician reported that there was no pus that came from the sites, but a grayish colored material did come out of the sites that may have been the product. The sites did not look infected. The injecting physician obtained cultures of the material and sent them to the laboratory. The injecting physician also took pictures of the pt. The pt was to return to the injecting physician's office on (B)(6) 2010, to possibly have more sites opened. The injecting physician stated that the pt was in a potential situation for disfigurement and was distraught and very unhappy. No add'l info was provided. The injecting physician felt that perlane-l caused the reported events. The injecting physician felt this was "very weird," as he had never seen anything like this before and hoped that there was nothing wrong with the product. The injecting physician assessed the severity of the events as severe. The lot number and expiration date for both perlane-l syringes were 10461 and jul-2011, respectively.